Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with tvh. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring, and tension band. It was reported that the patient had 2 elevates, by american medical systems, and an advantage, by boston scientific, implanted on (B)(6) 2012. It was reported that the patient underwent mesh excision and revision of mesh on (B)(6) 2012 due to dyspareunia, tension band, and foreign body nodule in the posterior aspect of the cystocele repair. Also, on (B)(6) 2013 the patient underwent an in-office excision of mesh due to erosion. (B)(4) - extrusion; urinary problems; undefined recurrence; foreign body nodule.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.